Event description:
After the surgeon finished sawing the sternum, the tip of the blade protector fell into the pt. The tip was immediately retrieved from the pt. No pt injury was reported as a result of this incident.